Event description:
It was reported that the subject device was connected to an incompatible endoscope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Power-on prompt indicates inability to connect to endoscope. However, device inspection found, image blackout during startup caused by not good scope connector. Based on the results of the investigation, it is likely the water may have damaged the connector circuit board, causing a short circuit. However, a root cause could not be specified. Olympus will continue to monitor field performance for this device.